Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified coronary artery. A 24mmx3.50mm promus premier¿ stent was advanced for treatment; however the device failed to cross the lesion and it was noted that the stent struts were deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.